Event description:
It was reported that during an esophageal stenting treatment procedure, the stent would not deploy. An ultraflex esoph ng distl cvd stn 18x10 had been advanced to treat an unspecified esophageal stricture. The physician attempted to deploy the device by pulling the suture but the stent would not deploy. The physician repositioned the stent and "pulled harder" on the suture; however, the physician was still unable deploy the stent. The stent was removed and it was noticed that the suture was wrapped around the catheter. The procedure was aborted for unknown reasons. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is design related.